Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. There was a small amount of pericardial fluid in the anterior left ventricle/anterior right ventricle before the procedure. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa but did not meet release criteria and was recaptured. The physician repositioned the closure device and deployed the device in the laa four times before the device was in an acceptable position. The closure device met all release criteria, and the physician released the closure device from the core wire of the wds. The closure device was successfully implanted in the laa of the patient. Upon release it was noted that there was a linear thrombus that had formed on the threaded insert of the closure device. The physician suctioned the thrombus through the sheath and removed the thrombus from the patient. Transesophageal echocardiogram (tee) imaging showed that there was a small amount of thrombus still present on the closure device. The patient was treated with a continuous administration of heparin post procedure to dissolve the thrombus. The patient is expected to make a full recovery from this event.